Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms with multiple cartridges. There were no reported abnormal altitude conditions that preceded the alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.